Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Phone number: (B)(6). Manufacturing site: (B)(4). Manufacturing date: may 20, 2009. No non-conformance reports were generated during production. Review of the device history record (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the returned holding sleeve was found to have a chipped distal thread with a fragment of the thread missing. The device has surface wear which does not impact functionality. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device threads are already damaged. The relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The broken thread was likely caused by rough handling during use. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the following event: the surgeon complained that during a cervical spine fusion procedure on (B)(6) 2017 two (2) threaded holding sleeve for polyaxial screws were not functioning properly; the threads were worn out. It is unknown how the threads became worn. There was a five (5) minute surgical delay. No fragments were generated. The procedure was completed with the same/like product. No patient harm. When the devices were being inspected by the manufacturer, it was noted that one of the returned holding sleeve was found to have a chipped distal thread with a fragment of the thread missing. This is report 1 of 1 for (B)(4).